Event description:
The consumer was sitting stationary in the chair when the dealer alleges the left motor powered up and propelled him backwards into the wall. No injury is alleged.

Manufacturer narrative:
No injury reported. MFR received info from dealer that a consumer alleged they were sitting stationary and the chair moved into a wall. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.